Manufacturer narrative:
Device was not received by the manufacturer for investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the modified plate was not used on any patient. The plate was removed from the kit when it was noticed that it had been modified.

Manufacturer narrative:
It is unknown if there was patient involvement. (B)(4). It is unknown if the modified plate was implanted/explanted. Device was received at investigation site on an unknown date. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number, the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a variable angle locking compression plate (va-lcp) olecranon plate was modified. The four-hole va-lcp olecranon plate was cut down to a two-hole plate. After the cut was made, the edges were ground down to smooth the plate. It is unknown at this time if any patients were implanted with a modified plate. This is report 1 of 1 for (B)(4).